Event description:
After implant, the device was interrogated and was found in back up vvi mode. Technical support was contacted to reprogram the device. The device was successfully reprogrammed to resolve this event. The patient was stable.